Manufacturer narrative:
D3: address corrected. D9: date returned to manufacturer: 11-feb-2025. H3: one device was received for evaluation. No previous repairs were identified. Visual and functional inspection were performed, and the reported issue was confirmed. The root cause of the issue was wrong rear label and wrong software version installed. The right sw-version will be reinstalled, also wrong label will be removed and replaced with the right one (cadd solis vip label). The device was submitted for functional and delivery testing.

Manufacturer narrative:
H10 - related report numbers: 3012307300-2025-0004,3012307300-2025-0005,3012307300-2025-0006, 3012307300-2025-0007,3012307300-2025-0008,3012307300-2025-0009,3012307300-2025-00010,3012307300-2025-00011,3012307300-2025-00025. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the customer ordered 21-2120-0105-14l pump kit, cadd-solis vip, mdl 2120, swedish, pharmguard, 1/ea, but received 21-2111-0402-14l pump kit, cadd-solis, mdl 2110, v4.2, swedish, 1/ea (pib). Serial numbers are registered as vip in installbase. There was no patient involvement.